Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker displayed an alert that the implanted device was unable to be found. Technical services (ts) discussed this was a new implant and suggested reaching out to the patient. Ts later reviewed the data and determined it was likely a false remote monitoring disabled (rmd) trigger due to magnet application during the loaded battery measurement. It was noted the patient had the old software, and the new software would restore full telemetry function. It was noted the patient would be brought into the clinic to receive a new communicator and would also receive a software update. No adverse patient effects were reported. This pacemaker remains in service.